Event description:
It was reported that the arctic sun device primed to stopped and they were trying to initiate normothermia on patient. Wfr(water flow rate) 0 l/m, 4 pads connected and pt(patient temperature) 40.3c, via esophageal probe tt(target temperature) 37c. They had stopped therapy, empty pads, disconnect and reconnect. Verified audible clicks with each connection and all lines straight with no bends or kinks. Restarted therapy and device again primed to 0 l/m wfr(water flow rate) and stopped. They had empty and disconnect pads and placed in manual control at 10c with no pads connected. After a couple of minutes, system diagnostics: t1(outlet monitor temperature) 8.3c, t2(outlet control temperature) 8.2c, t3(inlet temperature) 30.7c, t4( chiller temperature) 5.6c, wfr(water flow rate) 0 l/m, ip(inlet pressure) -0.1psi, cpc(circulation pump command) 100 percentage, mpc(mixing pump command) 0, heater 0, system hours 7841.7 pump hours 6604. Device then alerted 41 low internal flow. Walked through disabling manual control and advised to send to biomed labeled 41 low internal flow and swap out to an alternate device. Sn (B)(6). Per follow up information received via phone on 03jun2024, it was reported that therapy was completed on the patient without any impact. The patient was a male that was in his 50's, weighing between 180-190 pounds. Nurse stated that mis walked them through performing internal checks on the pumps. It was thought to be a pump failure. Upon further investigation, it was determined that there was a clog of water in the water line. They used a syringe to suction the clog from the water line. By doing this the issue was resolved. The device did not go to biomed and it was still in service.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device primed to stopped and they were trying to initiate normothermia on patient. Wfr(water flow rate) 0 l/m, 4 pads connected and pt(patient temperature) 40.3c, via esophageal probe tt(target temperature) 37c. They had stopped therapy, empty pads, disconnect and reconnect. Verified audible clicks with each connection and all lines straight with no bends or kinks. Restarted therapy and device again primed to 0 l/m wfr(water flow rate) and stopped. They had empty and disconnect pads and placed in manual control at 10c with no pads connected. After a couple of minutes, system diagnostics: t1(outlet monitor temperature) 8.3c, t2(outlet control temperature) 8.2c, t3(inlet temperature) 30.7c, t4( chiller temperature) 5.6c, wfr(water flow rate) 0 l/m, ip(inlet pressure) -0.1psi, cpc(circulation pump command) 100 percentage, mpc(mixing pump command) 0, heater 0, system hours 7841.7 pump hours 6604. Device then alerted 41 low internal flow. Walked through disabling manual control and advised to send to biomed labeled 41 low internal flow and swap out to an alternate device. Sn (B)(6).